Manufacturer narrative:
An event regarding abnormal ion level involving an unknown citation stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient's hip was revised due to excessive levels of chromium and cobalt in his blood. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details, return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about on (B)(6) 2011 and was revised on (B)(6) 2024. It is further alleged that the patient suffered injuries as a result of implantation of the device(s) at issue, device recall, and excessive levels of chromium and cobalt in his blood.

Event description:
No new information.

Manufacturer narrative:
An event regarding abnormal ion level and disassociation involving an unknown citation stem was reported. The event of abnormal ion level was not confirmed. The event of disassociation was confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: I can confirm that the patient underwent a left total hip arthroplasty on (B)(6) 2011 because I was able to review the operation report. I can also confirm that the patient underwent revision surgery on (B)(6) 2024 since I was also able to review the operation report. I can confirm that the patient sustained a head neck disassociation since I was able to review x-rays showing the diagnosis. The root cause of this event cannot be determined with certainty. The causes of head neck dissociation are multifactorial including surgical technique factors such as positioning and preparation as well as securing initial fixation and stability and especially in the preparation of the trunnion and femoral head before and during insertion. In this case there was difficulty in achieving exposure and preparing for the implants and no specific mention was made of any preparation prior to insertion of the femoral head onto the trunnion. Other factors including patient lifestyle, activity level and bmi, as well as implant factors. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to elevated cobalt and chromium levels. The exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.